Event description:
Medtronic received information that a 1 pass was made with a solitaire sfr4 stent. Partial revascularization/revascularize, but a thrombus remaining in m2 was confirmed. When headed to collect it using the same system, the resistance was extremely strong with m1d. The contrast imaging was performed again, and revascularization/revascularize was confirmed, so the procedure was completed. Phenom 21 encountered a resistance in the blood vessel, solitaire encountered a resistance outside the catheter (intravascular), solitaire encountered a resistance inside phenom 21. The procedure was completed because a repeat contrast study was performed and re-revascularization/revascularize confirmed. No procedure took place after resistace occured. The resistance occired intraoperatively during procedure. Vessel tortuosity was strong. Resistance was in the distal section of the catheter. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an ischemic cerebral infarction in the right m1. Tici (pre-operative) 3. Tici (postoperative) 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a continuous saline flush was administered and maintained as indicated in the IFU. The partial revascularization was resolved by heading for collection with a similar system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.